Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead. A right atrial (ra) lead was present in the patient as well, but was not initially targeted for extraction. The patient had a recent CT scan which detected lead perforation, and the patient would experience pain when they checked thresholds. The rv lead was successfully removed using a 16fr non-medtronic laser sheath with a non-medtronic lead locking device providing traction. The 16fr non-medtronic sheath was then removed and a 7fr short sheath and a wholey wire were placed to prepare for re-implantation. A new rv lead was inserted, however the physician was not satisfied with the first lead and requested a second rv lead. When the second rv lead was placed, it would not advance past the sheath (sheath may have been pulled back, losing access due to occlusion). The decision was made to remove the ra lead in order to re-gain access,and the lead was successfully removed, using the 16fr non-medtronic laser sheath and non-medtronic lead locking device to provide traction. No hemodynamic changes were noted during rv lead extraction, attempted implantation of new rv lead or extraction of ra lead. Using the non-medtronic laser sheath for access, a new wholey wire was placed for the rv lead, which appeared that it had advanced successfully into the inferior vena cava (ivc). A second wholey wire was placed for the ra lead, however, this wire would not advance past where the non-medtronic laser sheath was located in the proximal superior vena cava (svc). When a non-medtronic long 7fr sheath was placed over the first wire to re-implant a new rv lead, the patients blood pressure began dropping and was treated with fluids. A pleural effusion was detected via transesophageal echocardiography (tee) and rescue efforts began, including fem/fem bypass and sternotomy. A proximal svc perforation was discovered, the wires were found to be outside the svc and located into the lung. The patient survived the svc repair.